Event description:
Boston scientific received information that this pacemaker was exposed from the patient's skin. A revision procedure was performed due to a suspected infection. This device, right ventricular lead, and atrial lead were explanted and a lead for an external pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted products were not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.